Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-15495, reference MFR report: 1627487-2013-15497. It was reported the patient experiences uncomfortable stimulation when he presses on his ipg. The sjm representative performed diagnostics and all readings were normal. X-rays were taken and did not reveal any anomalies. The sjm representative met with the patient again and performed diagnostics which revealed invalid impedances. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.